Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient with a smiths medical deltec® port-a-cath® sustained a device failure (iddd failure). It was reported that the patient was receiving arylsulfatase a via intrathecal route when the moderate/grade 2 failure occurred. Subsequently, the device was required to be removed. There were no reported adverse effects.